Event description:
(B)(4) healthcare received notice regarding the incident from the provider, involving a walker, a product imported and distributed by (B)(4) healthcare. The enduser was using the walker when the walker allegedly collapsed causing her to fall on top on it. She had a small bruise from the fall. The enduser's daughter is unsure if the cross-frame was broken as a result of the fall or if it was the cause. (B)(4) healthcare is in the process of getting the product back to further the investigation. This report is based on the information that was provided by the enduser's daughter and provider.